Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio tightened the device battery pins to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will cut off anytime the monitor is moved. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.